Event description:
A report was received that the patient underwent an explant procedure due to the lead extension eroded through the skin. The erosion was due to the pocket site being implanted in a previously infected area (MFR report# 3006630150-2012-01624).

Event description:
A report was received that the patient underwent an explant procedure due to erosion. The erosion was due to the pocket site being implanted in a previously infected area (MFR report# 3006630150-2012-01624).

Event description:
A report was received that the patient underwent an explant procedure due to erosion. The erosion was due to the pocket site being implanted in a previously infected area (MFR report# 3006630150-2012-01624).

Manufacturer narrative:
Additional information was received that the ipg and leads were explanted and replaced due to physician's preference.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Correction to initial MDR field: additional suspect medical device component involved in the event: model #: sc-3138-55 serial #: (B)(4) description: scs phiii ext 55cm.